Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
A patient had an superdimension enb procedure (B)(6) 2015. Patient was admitted to the hospital on (B)(6) 2016 with pneumonia and hypotension. The patient had cardiopulmonary arrest and died on (B)(6) 2016. The site reported the death was from the progression of disease and was not related to the device or the procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.